Event description:
It was reported that, the patient sadly had an alcohol problem hence the many falls leading to dislocations, not compliant with rehab and more likely to infect. This is the fourth revision of the spacer, liner and glenosphere. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.